Manufacturer narrative:
Updated e3, h2, h3, h4 and h6 the device was returned to olympus for inspection, and the customers allegation was not confirmed. Based on the results of the investigation, the device performs to specifications and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image captures using the buttons on scope. The issue was found during set up for an unknown device. No harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no image captures using the buttons on scope. The issue was found during set up for an unknown device. No harm reported.